Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Anz supplemental will be opened.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was scheduled to place a new transcorporal cuff on (B)(6) 2020. The existing device was working as expected but the physician suggested that urethral atrophy was starting to occur under the cuff. The physician did not believe the cuff was of an incorrect size when originally implanted. The patient did not experience further complications related to the device.

Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The existing device was working as expected but the physician suggested that urethral atrophy was starting to occur under the cuff. The physician did not believe the cuff was of an incorrect size when originally implanted. A surgical procedure was performed in which the existing device was removed due to erosion. The patient underwent a posterior revision surgery in which a new aus system was implanted. No patient complications were reported following the procedure.